Event description:
It was reported that during an associated lead revision procedure, an insulation abrasion was noted on the atrial lead. Since all electrical measurements were fine, no intervention was performed and the lead remained implanted.

Manufacturer narrative:
(B)(4).